Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the lead had migrated upward. It was noted that the lead revision took place on (B)(6) 2013 and an MRI or x-ray or CT scan was performed on (B)(6) 2013. It was noted that the issue resulted from the patient bending and twisting more than they should have when they provided care to their mother. It was noted that the patient did not require hospitalization and recovered without sequela.

Event description:
It was reported that the patient had a lead revision on 2013 (B)(6), because, the leads had moved. No further information was known at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).